Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise. The noise was reproducible with isometrics. On the morning of the lead revision, the patient was admitted to the hospital for inappropriate shocks by the rv lead. The lead was found to have high out of range pacing impedance and was suspect of a fracture. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The rv high voltage coils remain in use. No further patient complications have been reported as a result of this event.